Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 417 mg/dl and insulin pump alarmed for no delivery. Customer was treated with manual injection and customer declined troubleshoot for high blood glucose. Customer have tried all the remedies and was advised to revert to back up plan. Insulin pump will be returned for analysis.